Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during a procedure. Follow-up communication with the initial reporter confirmed that the procedure was completed successfully and there was no impact to the patient.

Manufacturer narrative:
Results are based upon user facility information & involved sample evaluation; based on evaluation of quality records, unused return and reserve samples. Conclusions - are based upon user facility information & involved sample evaluation; based on evaluation of quality records, unused return and reserve samples. Visual examination of the involved device did not reveal any defects in material or process. Unused return samples from the reported lot, and retention samples from lots made before and after the reported lot were evaluated. All samples were found to be within specification with no abnormalities. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available information.